Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump had a lifting downstream occlusion (dso) seal. No evidence was available to review in the event history log. Functional testing confirmed the customer reported issue and determined the cause was due to the clock battery. Service history identified the complaint was not related to a previous service of the device within the review period. The investigation determined that the pump's dso seal was lifting. The dso seal and clock battery was replaced.

Event description:
It was reported that the device had a start-up service due error code, and the screen had some black pixels. The product fault occurred during start up. There was no patient involvement and no patient harm/adverse event reported. Analysis of the device found the downstream occlusion (dso) seal was lifting.